Manufacturer narrative:
The customer states that the system has been operational and running ctni assays without any further issues. The customer confirmed that patient results are within the limits of the sample results criteria. The system is performing within performance specification of the system. The customer declined to provide any further information. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens service reviewed proper technique, sample handling technique and maintenance with the customer. The message logs have been provided for investigation. The cause of this event in unknown.

Event description:
The customer reported false positive troponin results for one patient tested on two stratus cs instruments. There was no report of injury due to this event.